Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Father reported the infusion device displayed e7 electronic error while in the run mode. Father changed the battery several times, and the infusion device completed the self-test and returned to the stop mode. The infusion device failed to vibrate during the self-test. As soon as the infusion device was placed in run mode, the e7 electronic error reappeared. Correct type of battery is used in the infusion device. Father reported the last time the infusion device failed to vibrate during the self-test, the battery was changed and it started vibrating again. Infusion device was not dropped or exposed to water, moisture, or insulin ingress. Infusion device was not exposed to extreme temp changes or electromagnetic fields. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.